Event description:
Ous MDR - it was reported that, about 31 months after the implantation, the ICD could no longer be interrogated. The patient had suffered a shock. The x-rays led to the assumption of a conductor fracture of the rv lead. The proximal parts of both leads were cut off and sent to an infectiological analysis by the clinic. The ra lead showed an insulation defect was noted in the area of the subclavian passage. Biotronik was not informed about the results of the analysis. The lead fragments have not been returned for analysis, but the ICD was. The patient suffered from anxiety. The implant date for this lead was not provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.